Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received three inappropriate shocks. On x-ray, it was noted that the lead had dislodged and thus sensed the atrial activity leading to shocks. Patient was stable in intensive care unit waiting for re-operation.